Manufacturer narrative:
H.6. Investigation: the customer reported the set came apart at the blue connector, that there was air during priming, and returned one used set of material 2420-0500. The set easily disconnected at the upper fitment of the pump segment, and the complaint was verified. The silicon had an indent from the ring retainer, the ring retainer was attached, and the ring retainer was within tolerance. The root cause is unable to be determined. The ring retainer and silicone were not fully pressed onto the blue clip when returned to me, its not clear if the customer caused this or if it was assembled incorrectly. The sample was primed and no air in line was found. Infusion let run at 100 cc/hr for 15 minutes without any issues. Root cause is unknown without a verified failure. A device history record review for model 2420-0500 lot number 21053032 was performed. Here were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21053032 regarding item #2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21053032 regarding item #2420-0500.

Event description:
It was reported bd alaris pump module smartsite infusion set had one issue with component separation, and one issue with air bubbles. The following information was provided by the initial reporter: "one issue on one of them was that the set came apart at the blue connector. The issue for the second set was that when they primed, there was a bubble. "

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris pump module smartsite infusion set had one issue with component separation, and one issue with air bubbles. The following information was provided by the initial reporter: "one issue on one of them was that the set came apart at the blue connector. The issue for the second set was that when they primed, there was a bubble. "